Event description:
A pt reported experiencing inaccurate low results with a surestep enhanced meter. The pt's blood glucose results were 86mg/dl (meter), 190mg/dl (lab). Tests were done within <10 mins with a difference of 55%. Pt did not experience any adverse events. No further info has been reported.